Event description:
Philips received a complaint on this esprit ventilator v1000 device indicating that it is unable to startup. The device was not in clinical use at the time the issue was discovered. There was no patient or user harmed. The investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and the device is out of warranty and is now being repaired by a third party. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.